Event description:
It was reported to tyco/kendall healthcare in 10/2002 that a customer had a problem with a feeding tube. Customer reports sharp burrs on the end of the feeding tubes. Customer describes the burrs as "razor-like sharp." One feeding tube with this problem was inserted in a pt, cutting the pt as it was passed down the esophagus. As a result, the pt underwent an endoscopy to determine the origin and extent of injury. Customer reports abrasions were noted all the way down the esophagus. No further intervention was required.